Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the device in used condition. Event history log review was not applicable. Functional testing could not replicate or verify the reported issue; however, an air bubble was found on the downstream occlusion (dso) seal. The probable root cause was determined to be the dso sensor/seal. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an error: pump not working properly. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
A1: patient identifier; (B)(6); a2: patient date of birth; (B)(6) 1981. A3a: patient's sex; female. B3: date of event; 3/13/2024. B5: additional information provided: there was delay in infusion therapy; probably not harmful, but not quite clear. The outcome of the event was the patient's therapy was delayed, and the pump was swapped out. One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional and visual testing performed. The customer's reported event could not be duplicated or verified.